Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneously high readings on her freestyle libre sensor. It was further reported that on (B)(6) 2018 at 11:15 am she received a sensor reading of 350 mg/dl so she took an unspecified amount of insulin, but after 20 minutes at approximately 11:34 am she passed out. The customer further reported waking up in the emergency room where a blood glucose reading of 120 mg/dl was obtained, followed by a reading of 40 mg/dl taken 10 minutes later. The customer was treated with dextro-50 and a few hours later was given dextro-10. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving erroneously high readings on her freestyle libre sensor. It was further reported that on (B)(6) 2018 at 11:15 am she received a sensor reading of 350 mg/dl so she took an unspecified amount of insulin, but after 20 minutes at approximately 11:34 am she passed out. The customer further reported waking up in the emergency room where a blood glucose reading of 120 mg/dl was obtained, followed by a reading of 40 mg/dl taken 10 minutes later. The customer was treated with dextro-50 and a few hours later was given dextro-10. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.